Event description:
The customer reported a stator not on error, and system will not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cap module. System operates as intended. (B) (4)